Event description:
An unknown medtronic thoracic endograft was implanted in patients during the endovascular treatment of taaa and tbad on unknown dates. In some patients the origin of the lsa was occluded and/or extra-anatomical bypass was completed. The following adverse events were reported: cva, spinal cord ischemia, left arm ischemia, occlusion, claudication, paralysis. Aortic transection, rupture, tbad and reintervention. The cause of the adverse events are undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.